Event description:
A customer reported that an electromechanical ambulatory infusion pump malfunction during a pt's chemotherapy treatment. The pt was sent home with the pump in the morning. Four hours later, the pump alerted (unknown alert). There were no indicator lights and according to the complainant, there was no error displayed. The pt was instructed to turn the pump off and bring it to the clinic. At the clinic, the complainant was not able to turn the pump on, even after a new battery was used. There was no injury associated with this event. Because the system malfunction caused a condition such that the pump could not be reset to continue delivery, the malfunction is considered MDR reportable. An underdelivery could result if the malfunction were to recur.